Event description:
It was reported to philips that the biomed at the customer site was told by the end user the unit charged the capacitor without pushing the charge button on the paddles. Checked the logs and found no errors. The biomed cannot duplicate the error. There was no reported patient involvement.